Event description:
A user facility reported to olympus the evis exera iii video system center had a image that had a strong red cast. Upon inspection and testing of the customer returned device, it observed a intermittent image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation there was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Following the evaluation, the color setting red was found to be set to "7, and the reported issue was resolved after the setting was corrected. Additionally, there was damage to the video connector socket which interrupted the image and there was damage to the power supply unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged video connector socket could not be identified. Olympus will continue to monitor field performance for this device.